Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15121. It was reported the patient is experiencing stimulation in the wrong location and is not receiving any stimulation in her pain pattern. X-rays were taken and confirmed the leads have not migrated. Surgical intervention will be taken at a later date to address this issue.